Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as retro-odontoid pseudotumor. For which patient underwent atlanto-axial fixation at levels c1-c2. Reportedly, intra-op, the guide wire broke at the point approxiamtely 15 mm from tip during insertion of guide wire on the left side. The remained guide wire in the patient's body was removed by (B)(6). No patient complications were reported. Doctor¿s comment: the angle may be too extreme.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.